Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level (43 mg/dl). Glucose tablets were consumed to address the low bg. Reportedly, the customer believes that the pump's basal rate was set too high. The customer was to contact healthcare provider on adjusting the basal setting.